Event description:
Customer saw a foreign object behind the blood outlet of the oxygenator. (B)(6).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The foreign object was found in a pls-set which is not distributed in the us. During the investigation of the fragment we became aware, that the production lines for pls-oxygenators and all other oxygenators are the same. Therefore, on 03/04/2014 we became aware of the potential for similar contamination in devices distributed within the us. We cannot exclude the possibility that the fragment was introduced during the production process of the oxygenator. A review of all production processes and inspection steps is under consideration. A supplemental report will be submitted when further info about the fragment source or our process becomes available.